Event description:
Two screws from an acp case found to be broken and required removal. Screw code assumed to be 46-4196 but this is not confirmed to date. This mfg report concerns one of the screws. Refer to MFR report #1219655-1999-172 for second screw.